Manufacturer narrative:
Product analysis: analysis was performed and found the programmer started up with an error, there was an issue with the touch screen in the upper right quadrant, a deviation between the stylus and the cursor was observed. Attempts to calibrate failed the stylus controller board was defective, the control panel was replaced. It was also determined at analysis that the battery was charging slowly and not holding a charge. The hard drive was reconfigured, reloaded and the software was updated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer required corrective maintenance, repair the issue was unknown. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.